Manufacturer narrative:
The MFR did not receive devices for review as the pt has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this cause is related to the issues for which zimmer implementation a correction of 07/2008 as referenced above. Should additional info become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received a durom hip generic on (B)(6) 2008. The pt is currently being monitored due to pain and loosening.